Manufacturer narrative:
"High blood glucose" - results not provided. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a potential over infusion of tpn in the neonatal ICU. Tpn 190 ml was initially reported in the IV bag, however 133 ml remained after the event occurred. Per ikp date, 20.4 mls infused. The tubing holds 27 ml; therefore approximately 9.6 mls were not accounted. The patient experienced a high blood glucose (lab result not provided) however no lasting patient harm was reported.

Manufacturer narrative:
(Patient demographics) were requested however not provided. The customer¿s report involving a pump module with a potential tpn over infusion could not be confirmed. The source pump module was not returned to enable testing for this investigation. The primary administration set was also not returned for investigation. No errors or malfunctions were recorded in the pcu event log on the customers reported incident date of (B)(6) 2019. The customer¿s provided dataset was used in conjunction with the returned pcu device in order to replicate the customers programing parameters, no obvious programming errors were observed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse tpn (drugid 190) at 4.3ml/h with a vtbi of 103ml at 5:13 pm on 26 july 2019 and ran until 11:02 pm on 26 july 2019 when the device was channeled off. The calculated volume infused for the tpn infusion program was determined to be 20.948ml. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s experience with a potential tpn over infusion could not be determined. Device evaluated by MFR: log review only.

Event description:
Was reported that a potential tpn over infusion occurred in the neonatal intensive care unit (nicu). At 1700, a 190ml tpn bag was programmed to infuse at 4.3ml/hr via pump module. At approximately 2200, shortly after the lab results were received, it was observed that the tpn volume to be infused was 133ml. According to the facility's key performance indicator (kpi) data, 20.4ml of tpn had infused. The IV tubing holds 27ml and therefore approximately 9.6mls were not accounted for. The patient experienced a high blood glucose (lab result not provided), however no lasting patient harm was reported.